Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) using the proximal femoral nail antirotation (pfna) for femoral trochanteric fractures on (B)(6) 2018. During the procedure, as surgeon was attempting to insert the pfna blade, the buttress compression nut, which was attached to the protection sleeve, detached from the connection portion of the aiming arm. The devices were used by holding the protection sleeve. Surgery was completed with no delay and no adverse consequence to the patient. Concomitant device: pfna blade (part unknown, lot unknown, quantity 1). This report is for one (1) protection sleeve for pfna blade. This is report 2 of 2 for (B)(4).